Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation device to treat an aneurysm. Recently the patient was presented with a type 1b endoleak. A re-intervention was completed where the stent graft was relined using an ovation device. As of the date of this report there have been no additional patient sequelae reported. The patient's status is unknown and no additional information was provided.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported event of the type ib endoleak of the left iliac limb extension is confirmed; this event is most likely user related due to inadequate seal zone (~0 mm left; 5 mm right) within both iliac arteries. Reportedly, extensions recommended, but not used. No procedure related harms could be determined. The final patient disposition was not reported. In addition, clinical assessment determined that there was evidence to reasonable suggest a type ia endoleak, and an inadequate length of seal in the right common iliac artery which were previously reported to the FDA under MFR# 3008011247-2019-00011.